Manufacturer narrative:
The device and returned electrodes passed all testing. The device logs do have a discharge on the event date that depicts poor coupling, as the discharge energy was high (291j delivered) further supported by an impedance difference during discharge from the initial measured impedance. The device was evaluated and passed all testing successfully. The device was recertified and returned to the customer. Instructions for use (IFU) caution that excessive hair, poor adhesion, air pockets under the electrodes, and damage or folding of the electrode packaging can increase the risk of arcing and skin burns. No trend identified related to similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), burns were found on the patient. Complainant indicated that the patient suffered burns. No information was available on the degree of burns.